Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported detachment of infusion set's tubing from the quick release while sleeping. It occurred with 2 sets. No further information available.